Event description:
It was reported that the patient has expired. Through follow-up with the health-care provider, it was learned that the patient had cardiac arrest, ventricular fibrillation, and ventricular tachycardia postop. Unfortunately, the cause of death was not provided.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information and a copy of the operative report was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.